Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted no anomalies other than electro-cautery marks on the insulation, which was likely induced during the explant procedure. Resistance and hipot tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited multiple high shock impedance measurements up to 260 ohms. No values were reported to be out of range. Testing of the system was unable to reproduce such shock impedance conditions, however, when the patient touched the can during isometric movements, varying amplitude morphology measurements were observed. The physician decided to turn tachycardia therapy off and send the patient home. Additional information provided from the field indicated the patient was brought back in and a test shock, which was performed to confirm the integrity of the system. A 65 joule (j) shock was delivered successfully; however, the impedance measurements were still on the higher end at 92 ohms. Surgical intervention was then performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited multiple high shock impedance measurements up to 260 ohms. No values were reported to be out of range. Testing of the system was unable to reproduce such shock impedance conditions, however, when the patient touched the can during isometric movements, varying amplitude morphology measurements were observed. The physician decided to turn tachycardia therapy off and send the patient home. Additional information provided from the field indicated the patient was brought back in and a test shock, which was performed to confirm the integrity of the system. A 65 joule (j) shock was delivered successfully; however, the impedance measurements were still on the higher end at 92 ohms. Surgical intervention was then performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.